Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600 mg/dl range. Customer reverted to using manual injections to address bg. Cause of elevated bg was not known. After discussion with the healthcare provider, contact suspected cause may be related to the infusion set; however, no additional information was provided.